Manufacturer narrative:
Concomitant medical product: other relevant device(s) are. Analysis of the 9733467 found no failure. Per tracer pattern review the pattern was poor, the patient had lots of soft skin and most of the exam did not have the forehead, which is not to stealth protocol. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon was not able to register patient. Site provided update that the patient image was missing some part of forehead and the surgeon was tracing where no 3d image was built. The procedure was completed without the use of navigation. There was no delay to procedure. No known impact on patient outcome. During troubleshooting, medtronic representative reported that the system was checked and functioning normally.